Event description:
It was reported that right ventricular (rv) lead capture or the present of a t wave, narrow complexes was unable to be verified on c urrent electrograms (egm). It was further noted that the patient was in hospice and passed away. It was noted by the physician that the death was not device related however, additional information related to the circumstance of death were requested and not received.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg implanted (B)(6) 2022; 5076-52 lead implanted (B)(6) 2022; 97715 stim ipg (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.